Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were no electrodes out of range. It was later reported that a manufacturer representative met with the patient but was not able to pinpoint exactly what was causing the problem. The patient was reportedly given 3 new groups that were identical to the programs they had without adaptive stimulation. The patient would reportedly try them out over the weekend following the report. It was noted that the patient had been getting good therapeutic effect all along. It was also noted that it was unknown if the problem was still occurring. It was later reported that when the adaptive stimulation was on the patient felt a "rubber band" around their chest area when they were in a reclining to upright position. It was noted that without adaptive stimulation the patient did not feel the rubber band sensation in her chest. During the prior office visit it was reported that the patient had multiple reprogrammings done, cone size was adjusted, mobility rate, and decreasing transition time, and it was reported that had not resolved the rubber band sensation. It was noted that the patient was happy with their stimulation and coverage, except for the rubber band sensation around her chest. It was later reported that it appeared that the problem had not been reoccurring on the program the patient was using without adaptive stimulation enabled. It was noted that the patient said "nada" and the problem was reportedly contained to new software. When asked if the patient was still getting the rubber band effect it was reported that the patient "had a cell phone in your pocket vibrate for a second even though phone was on the table effect, but nothing really about the band." It was unclear what this meant.

Event description:
It was reported that there was stimulation in the wrong location. It was noted that there was no trouble shooting or testing performed. It was further reported that the patient was experiencing a ¿squeezing¿ sensation which happened occasionally under the patient¿s breast after getting up to use the restroom. A manufacturer representative spoke to the patient and the patient stated that it had only happened once and that they were not sure what was causing it. The patient reportedly did not elaborate on the sensation or a possible positional change connection. It was suggested to the patient to turn the device down or try a different group, or even turn the device off to see if it continued. It was noted that the patient¿s husband made all the changes for them. It was noted that the patient was alive with no injury. It was later reported that the patient was still getting the squeezing sensation around their diaphragm with positional changes. It was noted that this would happen a few times after any positional change and then subside. This reportedly happened on all groups. The patient was reportedly going to have an appointment set up with a manufacturer representative to troubleshoot and reprogram when their husband returned from out of town. Additional information received reported that the patient would be seen by a manufacturer representative on (B)(6) 2014. It was later reported that the manufacturer representative was able to duplicate the sensation when going from a far recline-lying position to upright. Transition settings were reportedly adjusted to xxl for upright and xxs for lying back. It was noted that the manufacturer representative also changed lying to upright from 0 seconds to 20 seconds. Positional changes were reportedly attempted multiple times without any sensation of band across chest, so it was thought that the patient was ¿all fixed.¿ it was noted that no other diagnostics or programming was needed and the patient was happy with coverage and relief. Additional information received reported that nothing happened yesterday but this morning it did it a couple times once the patient sat down, ¿feet up and knees bent and it soon started¿. It was stated that sitting up caused it to stop, and she returned and it didn¿t do it once. It was further stated that she got up to go for coffee and it did it briefly while standing, powered down and it has done it once more briefly. The patient stated that it was ¿like an electrical buzz instead of a muscle spasm type feeling¿. It was noted that the patient was ¿at times flighty to where I couldn¿t get the words out of her while she was focused¿, and it was noted that it ¿didn¿t seem to be a mission of hers to find out more¿. It was noted that the patient¿s husband asked if other patients with the same device had similar experiences. It was stated that it still ¿sounded electrical based¿ to the patient¿s husband but he noted that he did not know since it wasn¿t happening to him. Additional information received reported that it started while the patient was at dinner, out just sitting in a booth. Additional information received reported that the patient said it was ¿just annoying¿ and lasted just seconds. It was noted that it was not very bothersome. It was noted that the patient¿s husband would let the manufacturer¿s representative know when they would come down or if the situation changed. Additional information received reported that the patient said today that when it started if she moved quickly, either laying further back or sitting up quick, it would stop it immediately instead of a fade out. It was noted that the manufacturer¿s representative noted that this scenario sounded like the recently adjusted transition zone. It was stated that the manufacturer¿s representative was ¿pretty sure they had the upright zone maxed out, and the lying zone ¿minimized¿ out¿. Additional information received reported that the manufacturer¿s representative would be meeting with the patient (B)(6). Additional information received reported that the patient was with as (adaptive stim) enabled and was having a band of pain over her chest when going from lying to upright. It was further stated that this also occurred once without transitioning while eating dinner at a restaurant. It was noted that the caller reprogrammed and adjusted the position cone (upright xxl / lying from xxl to xxs) during the last visit and patient still was getting the symptom. It was stated that the sensation lasted for about 6-7 seconds, and occurred daily. It was noted that this started to occur shortly after enabling as on (B)(6). It was stated that the implantable neurostimulator (ins) has been off for a few days without symptoms, however has not disabled as (yet) to determine if symptoms went away. It was noted that prior to the call, the manufacturer¿s representative created new groups and would leave those groups disabled (as) and the patient would use it over the weekend. It was noted that the caller would send the session printout. It was stated that the transition time was changed to 20 seconds from lying to upright. It was stated that the patient typically used group c and they had noticed the issue with group c. It was stated that the new groups that were created were d, e, and f. It was noted that f was the same as group c without as enabled. It was stated that the patient was sent home and asked to use group f over the weekend.